Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stenting procedure on a male patient. According to the complainant, while attempting to deploy the stent, the inner catheter stretched and broke. The physician detached the connector and pulled the inner catheter with excessive force and the stent was deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).